Event description:
Philips received a complaint on a masimo sedline plug-in module indicating that a patient experienced anesthesia awareness during surgery. The anesthesiologist indicated the psi of the sedline module was at 20 but further information was not available. The patient was discharged from the monitor, which was not connected to a central station. Masimo was to perform training sessions with anesthesia related to the module. This measurement is not intended to be used as a standalone determination of depth of anesthesia, but instead to be used as an adjunct device during patient assessment. The device must be used in conjunction with the patient¿s clinical signs and symptoms. Based on this information, there were no clinical signs or symptoms of the patient's anesthesia awareness and there was no physical harm to the patient. Philips cannot determine whether there was a device deficiency or a patient condition, use, or environmental component to the reported event; therefore, this event will be conservatively considered to be a serious injury at this time due to the psychological trauma associated with anesthesia awareness.

Manufacturer narrative:
A good faith effort attempt was conducted to obtain additional information related to the patient outcome, the associated device and any other troubleshooting. It was confirmed that the sedline device is a plug-in module run through an intellivue monitor. The physician who reported the issue to philips was not the physician in charge of the patient and no investigation file was opened at the hospital, so there was no record of the event. The name of the physician from the event is not known; therefore, no additional information is available or known. Analysis was not able to be performed as the product information is unknown and it was unavailable for evaluation. The product malfunction was unable to be confirmed because the customer did not have any additional information available related to the event or the device involved and the device was not available for evaluation. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.